Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a secondary was programmed to infuse 650 mg of IV tylenol with no primary ivf to restart after IV tylenol completed; however, the full vial (1000mg) infused. There was no report of patient harm.